Event description:
It was reported that the user experienced a low blood glucose episode while using the ilet and treated at 86 mg/dl, after which they discontinued pump use and transitioned to multiple daily injections. Review of available data suggested hyperglycemia (486 mg/dl) preceded the low that reached 30 mg/dl. The user reported hand pain during the low and had announced a usual lunch with subsequent prolonged insulin effect. Symptoms included hyperglycemia and hypoglycemia with associated hand pain/ tremors. Outcomes included self-treatment with oral glucose and continued management without alarms or alerts. Investigation included review of user-reported history, device use pattern around meal announcement and insulin delivery, and troubleshooting and education on appropriate meal entry and timing of hypoglycemia treatment. Investigation of this case revealed use-related factors consistent with incorrect meal size entry and potential early treatment of a falling glucose, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements and hypoglycemia management was the likely cause.